Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a posterior lumbar interbody fusion (plif) at l3-l4 procedure, the surgeon used the driver shaft for tightening the sfx connector. Then, the tip of the driver shaft stripped. The surgeon kept using the device and completed the rest of the procedure without surgical delay. The patient outcome was stable. There is no further information available. This report is for one (1) sfx x20 torque driver shaft. This is report 1 of 2 for (B)(4).